Manufacturer narrative:
Evaluation summary: evaluation was completed and the reported condition of the failure code 810:11 was confirmed. The review of the pump's event history revealed that the failure code 810:11 occurred twice, at 05:23:02 and 19:39:35, on september 13, 2005. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility reported an infusion pump with a failure code 810:11. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative state that no patient infjury or medical intervention has been reported. No additional contact information was available.